Event description:
This registered nurse (rn) clicked on the 'history' tab to view the line graph for evaluating trends. At that point, once on the history page, the screen froze. This nurse waited 5 minutes and tried again and the screen was still frozen. At this point, the nurse called icon. Icon rep had this nurse trouble shoot by wiping the screen twice with an alcohol swab, pulling one of the drawers holding the bags open and then closing it, and unplugging the crrt machine from the wall and then plugging it back in. None of these interventions worked. Icon then guided this nurse to remove the access line from the patient and connect it to the spiked normal saline bag. This change allowed the blood to be returned safely. Once blood was returned and the line was cleared, this rn disconnected the patient from the machine all together, flushed patient lines and placed clear guard caps on them. Then this rn powered off the crrt machine, powered it back on, and was able to end the treatment to get the filter set released and removed. Of note, the machine did not prompt the effluent set to be released so this rn had to manually pull effluent set off crrt machine. This machine was switched out for a new machine. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
This registered nurse (rn) clicked on the 'history' tab to view the line graph for evaluating trends. At that point, once on the history page, the screen froze. This nurse waited 5 minutes and tried again and the screen was still frozen. At this point, the nurse called icon. Icon rep had this nurse trouble shoot by wiping the screen twice with an alcohol swab, pulling one of the drawers holding the bags open and then closing it, and unplugging the crrt machine from the wall and then plugging it back in. None of these interventions worked. Icon then guided this nurse to remove the access line from the patient and connect it to the spiked normal saline bag. This change allowed the blood to be returned safely. Once blood was returned and the line was cleared, this rn disconnected the patient from the machine all together, flushed patient lines and placed clear guard caps on them. Then this rn powered off the crrt machine, powered it back on, and was able to end the treatment to get the filter set released and removed. Of note, the machine did not prompt the effluent set to be released so this rn had to manually pull effluent set off crrt machine. This machine was switched out for a new machine. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) user facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
This registered nurse (rn) clicked on the 'history' tab to view the line graph for evaluating trends. At that point, once on the history page, the screen froze. This nurse waited 5 minutes and tried again and the screen was still frozen. At this point, the nurse called icon. Icon rep had this nurse trouble shoot by wiping the screen twice with an alcohol swab, pulling one of the drawers holding the bags open and then closing it, and unplugging the crrt machine from the wall and then plugging it back in. None of these interventions worked. Icon then guided this nurse to remove the access line from the patient and connect it to the spiked normal saline bag. This change allowed the blood to be returned safely. Once blood was returned and the line was cleared, this rn disconnected the patient from the machine all together, flushed patient lines and placed clear guard caps on them. Then this rn powered off the crrt machine, powered it back on, and was able to end the treatment to get the filter set released and removed. Of note, the machine did not prompt the effluent set to be released so this rn had to manually pull effluent set off crrt machine. This machine was switched out for a new machine. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). Mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.